Event description:
It was reported that during a laparoscopic splenectomy procedure, on the third firing with a white reload, bleeding was observed on the staple line after firing. The device was being used on the splenic vein at the time. The bleeding could not be controlled laparoscopically. The procedure was converted to open and bleeding was controlled with suture. The patient lost approximately 800cc of blood and no transfusion was required. There were no issues observed with the staple line other than bleeding and no issues observed with the function of the device. There were no issues observed with the first or second firing. Buttress material was not being used and the device was not fired near or on an existing staple line or clip. The patient is doing well at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. Attempts have been made to have device returned. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.